Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient that five infusion sets cannula was crimped. Infusion set was placed in abdomen. Event occurred between (B)(6) 2024 and (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.